Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the lower part of the display was missing lines (liquid crystal display defective). Analysis also found the lower case was broken. (B)(4).

Event description:
It was reported the lower display was faulty with a vertical column where there is no information being displayed on the screen. The external pulse generator (epg) was returned for service. There was no patient involvement indicated.